Event description:
The dome portion was detached from the catheter during the traction removal for replacement. It occurred 151 days after replacement.

Manufacturer narrative:
The product has been received by the manufacturer and is currently being evaluated.